Manufacturer narrative:
Concomitant medical products: w1dr01 ipg, implanted on (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced shaking and quivering sensations in their chest. It was also reported that there was an atrial lead position check failure and that the right atrial (ra) lead exhibited intermittent far field r-wave (ffrw) oversensing, low impedance and insulation damage. It was also noted that the right ventricular (rv) lead exhibited high thresholds, low impedance, insulation damage and a polarity switch resulting in pocket stimulation. Both leads were capped and replaced. No further patient complications have been reported as a result of this event.